Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead exhibited noise that was oversensed by the device. This led to pacing inhibition and an inappropriate automatic mode switch. Also, the lead exhibited low pacing impedance. No intervention was performed. There were no known patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the atrial lead was explanted and replaced. The patient condition was unknown.